Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and malposition.

Event description:
Healthcare professional reported left side implant malposition due to radiation fibrosis, left capsular contracture baker grade iii". Later healthcare professional reported "fullness and pain, asymmetric, breast cancer, upper inner quadrant left breast, there is no sonographic evidence of malignancy via ultrasound". Device remains implanted.

Manufacturer narrative:
Additional, corrected and/or change data: b.5, b.6, d.6b, h.6.

Event description:
Healthcare professional reported "implant malposition due to radiation fibrosis not device related, left baker iii". Later healthcare professional reported "fullness and pain, asymmetric, breast cancer, upper inner quadrant left breast, there is no sonographic evidence of malignancy via ultrasound". This record is for the left side. Device was explanted.